Event description:
The foley catheter broke in the patient. Another catheter was taken off the shelf and was also able to break without difficulty.the event device was sent to the company for evaluation.